Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the customer had not completed the air removal step during the loading sequence. A new cartridge was loaded to resolve the issue. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 479 mg/dl and trace ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU the next day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿